Event description:
It was reported that, "the pt received revision surgery due to osteolysis in 2008."

Manufacturer narrative:
Device is not available for eval. No eval will be performed. Add'l info has been requested and if received will be provided on a supplemental report.